Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported field event of no communication was confirmed. The cause of the loss of communication was due to a low battery voltage. The cause of the low battery voltage was high current that was isolated to the hybrid. The battery depletion was within expectations due to the high current.